Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. The device was post-paced t-wave oversensing. The patient did not receive inappropriate therapy. The oversensing was noted on a stored egm. Programming changes were made successfully. The device remains implanted.